Manufacturer narrative:
The reported event of dislodgement was not confirmed by analysis. The reported event of lead damage was confirmed by analysis. As received, a complete lead was returned in two pieces for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient presented at the electrophysiology lab for a lead revision procedure due to a high capture threshold in their right ventricular (rv) lead. Upon helix retraction, this rv lead also exhibited a failure to extend the helix while trying to re-position it. The rv lead was explanted and replaced. Before pocket closure, the new rv lead had pulled back and was repositioned on (B)(6) 2025. The rv lead was connected to the chronic device, but the patient's implantable cardioverter defibrillator (ICD) screw failed to tighten, and afterwards the set screw could not be removed from the header. During the attempt to remove the set screw, the new rv lead was damaged. The lead was retrieved, and another new rv lead was then implanted successfully. The patient experienced no consequences.